Event description:
Additional information received states that the local sales representative was able to confirm that the lead in question was the ra lead. They were unable to get an atrial lead impdedance. Further troubleshooting options are being discussed with ts.

Event description:
Boston scientific received information that this patient was in for a normal follow up and they were unable to complete an atrial impedance tests. There was a message that is was unable to measure. Threshold test was able to be completed at 0.5 volts at 0.5 milliseconds. The patient is reported to not be in a fast atrial rate as this time. In june their impedances were 400 ohms and in october they were at about 900 ohms. The medical personnel attempted to reprogram the device and get measurements from the different modes but was unsuccessful. Boston scientific technical services (ts) discussed that there may be a lead issue due to the impedance difference, but they are unsure why they cannot complete an impedance test. The nurse is now reporting difficulty interrogating the patient's device. Ts suspects a telemetry issue with the device. This will be discussed with the physician. The local sales representative reported that there is no indication of telemetry noise. Ts advised that they send in a save to disc for review. No adverse patient effects reported.

Manufacturer narrative:
At this time the device and leads remain in service. Should additional information be received, this investigation will be updated.